Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing (nsrvo) that were non-sustained ventricular tachycardia that were incorrectly identified due to pseudo pseudo fusion on the implantable cardioverter defibrillator (ICD). Programming changes were performed. The patient condition was stable.